Event description:
Customer reported that her insulin pump was becoming difficult to charge due to damage to the pump's housing and usb port. This issue did not cause the pump to shut down, and the customer did not report any adverse impact on her blood glucose level. Technical support decided to replace the pump and also sent a replacement usb cable. The customer will continue to use current pump.